Manufacturer narrative:
Two used suspect devices were returned for evaluation. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer did not provide any information as to if this was the initial use of the device. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator on the stopcock broke during a left ventriculogram procedure. No harm or injury was reported. The customer reported three defective devices but did not provide any further information or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.